Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not power on and had no image. The issue occurred, during preparation for an unspecific procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation and past investigation, a definitive root cause could not be determined. It is likely the reported issues occurred due to a circuit board (dp) failure. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a diagnostic colonoscopy. The procedure was completed using another device.